Manufacturer narrative:
Event investigation is on-going as a request was submitted to the journal author to determine if a guidant/boston scientific products caused or contributed to the reported adverse events. Schwartz pj, spazzolini c, priori sg, crotti l, vicentini a, landolina m, gasparini m, wilde aa, knops re, denjoy I, toivonen l, monnig g, al-fayyadh m, jordaens l, borggrefe m, holmgren c, brugada p, de roy l, hohnloser sh, brink pa. Who are the long-qt syndrome patients who receive an implantable cardioverter-defibrillator and what happens to them?: data from the european long-qt syndrome implantable cardioverter-defibrillator (lqts ICD) registry. Circulation. 2010 sep 28; 122 (13): 1272-82.

Manufacturer narrative:
To date, no additional information has been received from the journal author.

Event description:
Boston scientific crm was notified that a journal article titled "who are the long-qt syndrome patients who receive an implantable cardioverter-defibrillator and what happens to them?: data from the european long-qt syndrome implantable cardioverter-defibrillator (lqts ICD) registry" contained information that identified complications. The study sought to determine the characteristics of the long q-t syndrome (lqts) patients receiving an ICD, the indications, and the aftermath. The study population was drawn from the european lqts ICD registry. This international collaborative research project began in 2002 to enroll lqts patients with an ICD. By the end of the study, data were available for 233 patients implanted in (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), and (B)(6). Patients from extra-european countries ((B)(6), (B)(6), (B)(6), (B)(6), (B)(6)) but included in the pavia databases were also enrolled. Patients were included if diagnosed with lqts and implanted with an ICD. Recorded major adverse events included pericardial tamponade, cardiac perforation, and device related infection/endocarditis. The listed minor adverse events included lead dislodgement, lead fracture, changes in capture, sensing and defibrillation thresholds, device migration, and non-specified device malfunctions.

Event description:
--